Event description:
It was reported that marker band was not visible under fluoroscopy. A 5.0mmx15mmx80cm sterling balloon catheter was advanced for dilation. However, the markers of the balloon was not visible under fluoroscopy. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. There was a ussv balloon catheter inside a guide catheter, separate from the sterling balloon catheter. The sterling was tightly folded with blood in the wire lumen. The sterling device was cut (38mm from the tip) apart for testing during the analysis. The tip, balloon, markerbands and inner/outer shaft were microscopically and visually inspected. Inspection found no damage or irregularities with the device. The markerbands were put under electronic microscope to verify the markerbands were made of gold. There was no evidence of any damage or irregularities contributing to the reported difficulty visualizing the markerbands, which could not be confirmed because the clinical circumstances could not be replicated.

Event description:
It was reported that marker band was not visible under fluoroscopy. A 5.0mmx15mmx80cm sterling balloon catheter was advanced for dilation. However, the markers of the balloon was not visible under fluoroscopy. The procedure was completed with a different device. No patient complications were reported.